Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow up approximately three days post implant dislodgement, poor sensing and poor pacing were noted on the right atrial (ra) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.